Event description:
It was stated the patient didn¿t use the stim too often. It was reported the last time she felt stim was a month ago and the last time she charged stim was 4 months ago. It was stated that 1 month ago the patient was getting "pulses that were real erratical." It was noted that one time the patient had it on and couldn't get it turned off. It was noted the patient took their batteries out and finally got it turned off. Caller reports display showing "call your doctor" icon. The patient reported a power-on-reset (por) condition. It was noted the patient was able to charge now and will charge full today. The reported issue was resolved. It was noted the patient was confusing coupling bars with implantable neurostimulator (ins) charge level. It was reported there were coupling and or communication issues. An ins overdischarge was suspected. The last time any stimulation was felt was 1 to 2 months ago. Use of antenna locate resulted in a por being displayed on recharger which then lead to the normal recharging screen.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).